Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface printed circuit board was replaced, the nodes were flashed, and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.